Event description:
Hill-rom received a report from the account stating that a pt was being lifted in the lift when the buckle on the end of the ez strapper came off of the lift strap and the pt fell. The pt sustained fractures of the right greater trochanter and femoral head. Pt was transferred to the hospital. She was awake and alert, sitting upright in her motorized scooter. The pt had the following pre-existing health issues: copd, cva, osteoarthritis, osteoporosis, htn, end stage renal disease, end stage congestive heart failure, spinal stenosis, pulmonary embolism with infarction, hypokalemia. The pt did not receive any treatment for her injuries sustained from the fall. She remained in the hospital and five days later was transferred to hospice care when she passed away. This report was filed in our complaint handling system as (B)(4) .

Manufacturer narrative:
The product has not been returned to hill-rom. The account's director of plant operations would not allow hill-rom to inspect the lift or take pictures of it. According to the service manual for this product, the ez-strapper shall be replaced every 4th year at preventative maintenance. It is unk if the facility performed preventative maintenance on this lift. The expected lifetime of this device is ten years. The lift used at the time of the incident was approximately 16 years old. No further info is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplement report.